Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite. It was determined that the 3-lead ECG terminal cable issue was due to malfunction of 3-lead trunk cable and 3-lead set, ICU grabber. The 3-lead trunk cable (989803145071) and 3-lead set, ICU grabber (989803145101) was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart xl device indicating that there was a 3 lead ECG cable issue.